Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed, indicating the pacing capture threshold in the rv (right ventricle) was elevated. Beginning the week of (B)(6) 2015 high rv lead thresholds observed. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increased capture threshold since implant and was observed with high threshold reading. Intermittent loss of capture was observed in bipolar mode at high output values. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.